Manufacturer narrative:
Philips has investigated this complaint. It is reported that the wireless connection was re-established after a system restart. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-pun-011). Philips has attempted to obtain patient information but the customer would not provide it. Updated codes based on investigation.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that during a diagnostic pain treatment procedure the wireless footswitch lost connection with the base station. The procedure was completed using the hand switch and wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint. As the issue relates to the (B)(4) reported by philips, this complaint is assessed as reportable by philips.